Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the calcified left anterior descending artery. The physician advanced the 2.5x12mm maverick2 balloon to the lesion and inflated it to 4atms on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with the deployment of a 2.75x16 liberte stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.